Event description:
It was reported that the patient presented in the emergency department for presyncope previously. The patient presented in clinic for follow up visit. Upon interrogation, the right ventricular lead exhibited capture anomaly. The lead was explanted and replaced. The patient was doing fine.

Manufacturer narrative:
Final analysis found that the insulation was crushed at 24.5 and 25.0 cm from the connector pin. The damage sustained resulted from clavicular crush. The damage found likely resulted in the reported capture anomaly. (B)(4).